Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead had low p waves which resulted in intermittent p wave undersensing. In addition, after a device changeout procedure, the atrial lead was far field r-wave (ffrw) oversensing. The parameters on the lead were reprogrammed and it remains in use. No patient complications have been reported as a result of this event.